Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs show a patient disconnect alarm, however this does confirm a device malfunction. This user advisory alarm is typical when a vent is disconnected from external power relying on battery. The wye circuit used at the time of the event was not returned for evaluation. No critical alarms were observed in the log. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.